Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -7.5 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Additional information: d4: unique identifier (UDI) number: (B)(4). D4: expiration date: 31-dec-2024. D9: device available for evaluation?- yes; returned to manufacturer: 21-oct-2022. Claim# (B)(4).